Event description:
Information received from the field does not address the patient's clinical status but notes that when the patient was seen for a routine follow-up, intermittent loss of atrial capture was noted. When the device was programmed to unipolar, capture was regained and normal function ensued.